Event description:
The thermogard xp ivtm system (sn (B)(4) displayed a mid:26 (low battery) error followed by mid:11 (post nvram) and tcmid:07 (coolant temp high) error upon powering on. The thermogard system was not in use for 4 to 5 years. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) involved in the reported complaint was not returned to zoll for investigation; however, the sales team provided the event log, video, and pictures which zoll service personnel reviewed to determine the root cause of the reported complaint. The customer reported a complaint that "the thermogard system displayed a tcmid:07 (coolant temp high) error message," which was confirmed based on the event log review and the device check performed by the sales team at the customer site. The root cause for the tcmid:07 error message was a defective lm34 temperature sensor and pic-16 board, likely attributed to the aging of the device. The thermogard system was manufactured in 2011 and is 11 years old, past the expected serviceable life of 5 years. The customer reported a complaint that "the thermogard system displayed a mid:26 (low battery) error message" was confirmed based on the device check performed by the sales team at the customer site but was not verified during the event log review. The event log did not record the mid:26 error. The root cause for the mid:26 error was a defective lithium battery, likely attributed to the aging of the device. The customer reported a complaint that "the thermogard system displayed a mid:11 (post nvram) error message" was not confirmed during the event log review and functional testing. Visual inspection was performed based on the pictures provided by the sales team. Unrelated to the reported complaint, noted physical damage on the display and a dirty coldwell. The root cause for the observations was likely attributed to maintenance, as no documented report showed that regular preventative maintenance (pm) was performed since the customer acquired the device. In addition, the customer mentioned that the thermogard system was not in use for 4 to 5 years. The event log review indicated a few tcmid:07 errors, and the pump hours were recorded as 940. During the device check performed by the sales team, the thermogard system displayed a mid:26 error upon powering on. A low lithium battery condition has been detected by the rtc during the power-on self-test. The lithium battery needs to be replaced to remedy the issue. Upon further testing, the thermogard system displayed tcmid:07 during the power-on self-test. The secondary coolant sensor reports a temperature exceeding the limit of 46.0°c for 10 seconds. The lm34 temperature sensor probe and pic-16 board need to be replaced to remedy the issue. The customer reported mid:11 error message was not reproduced during the device check performed by the sales team at the customer site. Service will not be performed because the sales team recommended the customer upgrade the thermogard system. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).